Manufacturer narrative:
The pipeline flex has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-01203, 2029214-2019-01204. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that both pipeline flex devices did not open. The first pipeline pushwire broke. The patient underwent coiling treatment for an unruptured saccular aneurysm located left cavernous sinus aneurysm. Measuring 15.2mmx12.3mm, landing zone 3.5mm proximal 4.5mm. The vessel was observed severely tortuous. It was reported that aneurysm blood flow-oriented embolism was performed. After the catheter was in place, delivered 4.5-30 ped released it. However, because of vascular tortuosity, the tip of ped released but not very good opened. The physician decided to retrieve and then release again, retrieved with big resistance. Finally, the pipeline was retrieved into the medtronic catheter, but found the pushwire of pipeline was separated, and the pipeline braid partly remained on catheter. As a result, it could only be retrieved as the entire system out of the patient¿s body. The catheter was placed again, and 4.5-35 pipeline release was selected, but the tip of pipeline could not be pushed or opened due to the same problem (pli 20, 30). The surgeon was afraid that the instrument would damage the patient's blood vessels, so he removed the whole system from the body. Replaced with 4.25-35 and it could be released and opened and fitted the blood vessel wall successfully. There were no reports of patient injury in association with this event.